Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. Customer's nurse is calling on behalf of the customer. The customer is concerned with tests results from meter to meter comparison and results obtained of 521mg/dl. The customer's expected fasting blood glucose test result range is 175 and 260 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and returned test strips. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. Customer's nurse is calling on behalf of the customer. The customer is concerned with tests results from meter to meter comparison and results obtained of 521mg/dl. The customer's expected fasting blood glucose test result range is 175 and 260 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: the 248mg/dl (B)(6) 2016 10:52 am fasting: yes, the 257mg/dl (B)(6) 2016 10:52 am fasting: yes, the 400mg/dl (B)(6) 2016 06:52 pm fasting: yes, the 521mg/dl (B)(6) 2016 06:49 pm fasting: yes, the 109mg/dl (B)(6) 2016 05:54 pm fasting: no.